Manufacturer narrative:
No further issues were reported after the service actions were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The phosphorus reagent lot number and expiration date were requested, but not provided. The customer suspected degradation of the lamp, so they replaced it and performed a photometer check. The field service engineer checked the analyzer and found torn rinse nozzle tubing. The tubing issue was remedied. The gear pump pressure was adjusted. The sample and reagent probe wash water volume was adjusted. The engineer cleaned the vacuum bottle. The gear pump gauge was changed. The mixer position was adjusted. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant phosphorus results for one patient sample tested on a cobas 8000 c702 module. On 17-sep-2025, the customer replaced the lamp and the cells. Other maintenance actions were performed at that time. On 18-sep-2025, controls were acceptable when starting up the instrument. The customer then noticed the phosphorus result discrepancy and that some patient sample results for another test were flagged with flags indicating an issue with linearity. The patient sample initially resulted in a phosphorus value of 5.4 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 2.6 mg/dl. The sample was repeated on the original c702 analyzer, resulting in a value of 2.4 mg/dl.